Event description:
(B)(4). Initial info received from a physician's office staff member (nos), on (B)(6) 2008: she reported that on (B)(6) 2008, a pt, age and gender not specified, with a history of (B)(6) was injected with poly-l-lactic acid (lot number/exp date not provided) into the cheeks. The patient called the office to report swelling and pain in one cheek. Other medical history and concomitant medications not provided. No further medical info reported. Add'l info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk), from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Add'l info via healthcare professional form received from a physician on 23-jan-2009: he reported a male pt's adverse events resolved on an unk date after he received injectable poly-l-lactic acid [lot # a7010, exp date 30-june-2009]. No further relevant info reported. Add'l info for sculptra (lot#a7017 and exp date: 30-jun-2009) from (B)(4): batch record review was without hint to root cause. Since lot number available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.